Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose level of 382 mg/dl which was addressed with a manual injection. The customer was unsure of the cause of the high bg level. During troubleshooting with tandem technical services, the customer reported observing a small gap in the tubing. The customer changed out the infusion set.